Manufacturer narrative:
The hill-rom tech found all four brakes not holding due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced all four brake casters with supports and bearings to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating when the brakes do not hold. The bed was located at the account in room 211. There was no patient/user injury reported. (B)(4).